Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer board had failed. A field service engineer (fse) arrived at the station and accessed the hardware testing application to evaluate the affected drawer. The fse tested the drawer, removed all cubicle pockets, and inspected the row board contacts, identifying multiple obstructions and poor connections preventing proper seating. The fse cleared the obstructions and revalidated drawer functionality. The fse then performed preventive maintenance by ejecting all cubicle pockets from all drawers, inspecting for additional obstructions, and identifying a defective cubicle pocket during testing. All hardware components were checked, and comprehensive testing of all cubicle pockets and drawer functions confirmed proper operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer board had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.